Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call that customer woke up with a high blood glucose of 600 mg/dl and the insulin pump alarmed no delivery followed by a motor error alarm. The customer¿s blood glucose level was 570 mg/dl at the time of the incident. The customer¿s parent was unsure if the drive support cap was normal /protruded/loose/sticking out and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer had a high blood glucose of 600 mg/dl and 571 mg/dl and treated. No high blood glucose troubleshooting was performed. The customer¿s parent was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The device had no motor error alarm or unexpected no delivery alarm noted during testing. The device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed.